Manufacturer narrative:
There was no patient involvement. Serial number is unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 erc tubing clamp. The incident occurred in (B)(6). Livanova initiated an investigation.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp was giving clamp motor failure during maintenance. There was no patient involvement.

Event description:
See initial report.

Manufacturer narrative:
H.10: as per customer request, no service activity nor repair will be performed on the claimed clamp. Based on the investigation performed for similar cases the most likely root cause of the reported event is assigned to fluid ingress and use conditions (i.e. Extensive exposure to liquid, e.g. During cleaning).